Event description:
A sagittal saw attachment was sent for service and it overheated during performance testing. No adverse event was associated with the device.

Manufacturer narrative:
Debris in the upper assembly was identified as the probable cause of the device overheating.